Manufacturer narrative:
It is not known which of the patient's two implanted leads migrated resulting in the revision procedure. Serial # (B)(6). Mfg date: 07-sep-2022. Exp date: 27-may-2023. Serial # (B)(6). Mfg date: 15-dec-2022. Exp date: 15-dec-2023.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen for standard reprogramming. High impedance and disconnected electrodes were identified on the lead the patient's program utilized. Programming was switched to the other lead, and the patient reported what felt like subcutaneous stimulation. An x-ray showed that one of the two implanted leads had migrated out of the epidural space. A lead revision was completed.